Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops of insulin were not seen exiting the tubing during fill tubing. Reportedly, the customer may have changed out the infusion set to resolve the issue but did not remember. The customer's blood glucose was 198-311 mg/dl.